Event description:
Customer reportedly obtained results of 532mg/dl, 532mg/dl, and 204mg/dl on the advantage system within 10 minutes. Customer obtained results from 2 vials of the same strip lot. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.